Event description:
It was reported that during an open gastrectomy, the staples on the 1st line from the knife slot were unformed at the 1st firing when the device was used on the gastric body. The device was approached from the lesser curvature side and the locking lever was upper side. The staples of the patient's side were formed properly. The staple height was gold. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Malformed staples during wet fire test on overstressed tissue. The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process. Additional analysis: dry fire on blue setting, no tissue - results: minimal staple misalignment, 1 staple leg close to staple crown. Wet fire. Tissue thickness 1.65-2.0 [indicated tissue] - results: good staple form. Wet fire. Tissue thickness 3.08-3.21 [overstress tissue] - results: straight leg malformed staples - midline staples.